Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to sleep and she woke up with a high blood glucose because her cannula was bent. Customer went to work out before she went to sleep. Customer stated that when she woke up the pump did not alarm. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer mentioned that she woke up with her hands having a burning sensation and numb feet the day the incident happened. Customer stated that she had bent cannulas because she usually puts it in her lower back, but this time she put it in her stomach. Customer stated that it doesn't work well in that site. Customer was assisted in performing the high pressure test. The pump did alarm and it was explained that back pressure was needed to produce the alarm. Customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose because she knows that it was due to the bent cannulas.